Event description:
It was reported that air was sucked into the sheath during aspiration. During a pulmonary vein isolation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. When the sheath was aspirated with the catheter inserted air was sucked in through the valve. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that air was observed in the aspiration syringe and the flushing line.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking through the tear on the outer valve. The reported event was confirmed.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. When the sheath was aspirated with the catheter inserted air was sucked in through the valve. The sheath was replaced, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that air was observed in the aspiration syringe and the flushing line.